Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two maxforce biliary dilatation balloons used during the same procedure. It was reported to boston scientific corporation that two maxforce biliary dilatation balloon were used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the balloon had a pinhole. The same event occurred with the second device. There have been no patient complications reported as a result of this event.